Event description:
It was reported that prior to the start of the procedure, a repeated recoverable fault occurred on universal surgical manipulator (usm) 4. Technical support had the site perform a power cycle followed by a hard power cycle; however, the errors persisted. Although the affected usm could have been disabled, the customer indicated that all four arms were required to complete the procedure. As a result, the procedure continued using a backup patient cart while the original patient cart remained out of service pending further evaluation. The procedure was converted to another dv system with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.